Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A peritoneal dialysis patient has reported that dialysis solution was leaking out of the cassette and into the cycler. Solution was noticed inside the cycler upon removing the cassette. Patient had no adverse effects and his effluent has remained clear. Sample has not been returned to the manufacturer.